Event description:
On (B) (6) 2009, the distributor reported that during receipt of the product, it was noticed that the screwhead was disassembled. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending.